Event description:
Additional information was received that the patient was checked in the office and no out of range measurements were able to be replicated even with pocket manipulation and aggressive arm movements. The clinic contacted boston scientific technical services (ts) again to discuss the situation and upon review of the remote home monitoring system it was found that the most recent out of range shock impedance measurement was 0 ohms. Ts discussed that often times a 0 ohms reading is a result of electromagnetic interference (emi). The clinic noted that the patient works in a retail setting where they may be exposed to sources of emi. Additional alerts for out of range shock impedance measurements continue however no further tests are planned at this time and they will continue to monitor the patient.the system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that approximately one year later the remote home monitoring system issued another alert for an out of range shock impedance measurement. Once again review of the data in the remote home monitoring system did not show any out of range measurements thus boston scientific technical services (ts) was consulted. Ts discussed that the impedance tests is done every 21 hours, therefore there are times where two tests are done in one day. The first test notes the out of range measurement and the second measurement is recorded. Ts suggested evaluating the patient in the clinic. It was noted that the patient has cancer and is undergoing radiation treatment. No adverse patient effects were reported and the system remains in service.

Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited out-of-range (oor) high shock lead impedance (sli) measurement. The health care professional (hcp) inquired why no actual oor value was noted on the remote monitoring system. Boston scientific technical services (ts) reviewed how the daily test operates versus commanded. Additional information received however the cause was undetermined. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.